Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the airway of device and the tubing/chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation device's sound abatement foam. The patient has alleging particles in airway. No medical intervention was specified by the patient. During the investigation pil observed an unknown contamination on the sd card and filter access flip door, top enclosure, and bottom enclosure. An unknown dust like contamination was observed on the top enclosure, bottom enclosure, air inlet of the blower box, rear panel, blower motor, and the blower motor seal. Hair-like particles were observed on the rear panel, front panel, and the bottom enclosure. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure ER 2245460 (v01). Pil can confirm the complaint of particles in the airway. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval.by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.